Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following a recent implant, perforation of the right ventricular lead was observed. The patient was already scheduled for an unrelated mitral valve surgery. The lead was fixed per the cardiologist during the unrelated surgery. It was not known whether it remained implanted or was replaced. No patient consequences or complications were reported.